Event description:
We received an allegation about discrepant results for 2 patients' samples tested with gluc3 assay, 1 patient sample tested with albumin assay, and 1 patient sample tested with calcium assay on a cobas c503 analytical unit. Sample 1: gluc3: initial result: 30.6 mg/dl. Repeat result: 127 mg/dl. Sample 2: gluc3: initial result: 55.2 mg/dl. Repeat result: 99.2 mg/dl. Sample 3: albumin: initial result: 1.4 mg/dl. Repeat result: 4.4 mg/dl. Sample 4: calcium: initial result: 6.9 mg/dl. Repeat result: 10.8 mg/dl. The customer noticed that the initial results were low and repeated the samples. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The gluc3 reagent lot number was 79645601 with an expiration date of 31-jul-2025. The albumin and calcium reagents' lot numbers and expiration dates were not provided. The customer mentioned that they received dup e calibration failures on 03-feb-2025 and 04-feb-2025. The calibration for gluc3 was last performed on 24-jan-2025 and it was acceptable. The calibration for albumin was last performed on 29-jan-2025 and it was acceptable. The calibration for calcium was last performed on 04-feb-2025 and it was acceptable. The alarm trace showed sample probe: abnormal aspiration, sipper nozzle: mechanism error, and sample clot detection alarms. The field service engineer found that the cause was related to the sample probe (component failure). He replaced the sample probe and performed probe adjustments, probe wash heights, and decontamination of the instrument. Precision studies were performed and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.